Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. The fse performed dark count check, no issues were noted. The fse performed and successfully completed high sensitivity (hs) system check and carryover test, which were within the MFR's performance specifications. The customer only reported one discrepant result. After further review, there were 11 other pt results, 10 of a/e (actual measured area/expected area) ratios for blocker aspiration appeared unusual. In an attempt to determine if the unusual a/e aspiration ratio could be associated with the discrepant result, beckman coulter customer product line support (cpls) questioned if the customer retested any of the 11 results. The affiliate confirmed, the customer did not question or retest any of the 11 questionable results. The customer stated samples are only stored for a specific amount of time and then discarded. There were no samples for further eval. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The affiliate reported the customer alleged a discrepant carcinoembryonic antigen (cea) result, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing produced a lower result on another unicel dxi 800 system. The customer continued retesting the sample and received higher results, closely matching the initial result. Based on the analysis, the initial result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.